Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One titanium hexed uniscrew (uniht) was returned for investigation. The hex head is worn and contains debris. No pre-existing conditions were noted on the per. The device was used on tooth site 11 for approximately 6 years at the time of complaint notification. It was noted screw was loosened and retightened. The screw is a single use item. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review by item number was conducted for the (uniht) dating back to 12 months from now. The complaint history review revealed that no existing non conformances/CAPA/hhe/d/ie/ product holds for the reported device was found. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(screw loosening) or device(s) (uniht). Therefore, based on the evaluation, device malfunction of the screw loosening could not be verified and the reported event was non-verifiable following inspection. The most likely cause related to the event is patient parafunction over the course of 6 years.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that the screw (uniht) loosened. The doctor re-tightened the screw. Tooth location 11.